Event description:
During a surgical lung biopsy, an endopath ets-flex45 articulating endoscopic linear cutter was used. The product was being positioned at the pt's lung by the surgeon when it misfired. The surgeon's hand was not on the trigger when the product misfired. This caused bleeding to the pt's lung. This failed device was set aside, and surgery resumed after a replacement endoscopic linear cutter was obtained.